Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Balloon did not deploy. Mesh was damaged during insertion. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. Additional information requested via email.